Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted the helix was extended and dried blood and body fluid was present in the helix housing and neck region. Continuity testing failed at the cathode. Detailed analysis confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.

Event description:
Boston scientific received information that during an implant procedure, the physician experienced difficulty with extending and retracting the helix of this right ventricular (rv) lead despite using the maximum number of turns with the tool. The rv lead was explanted and replaced and was never in service. No adverse patient effects were reported.